Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved after the system was power cycled and the endoscope was replaced. The phone support details did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site power cycled and replaced the scope before the technical support engineer was on the line, and the issue was cleared. No site visit was conducted.

Event description:
It was reported that the customer and csr called to report non-intuitive motion. The site power cycled and replaced the scope before the technical support engineer was on the line, and the issue was cleared. The customer reported event has no report of patient injury.